Event description:
It was reported that a monteris biopsy guide (otherwise known as the mini-bolt) fractured during installation as part of a litt procedure. The biopsy guide fractured while tightening which warranted a second biopsy guide to be placed. Subject transferred back to or after litt procedure was completed to remove the guides. A hydroxyapatite cranioplasty was required for the additional twist drill hole. Severity was indicated as moderate. Intervention included surgical removal of the guides with cranioplasty. The event was indicated as resolved on the same day as the proceudure (B)(6) 2022.

Manufacturer narrative:
The investigation found the user exhibited use error by not using a host adaptor to ensure alignment of the driver to the bolt. This use error contributed to this event by enabling the driver to act as a lever and apply unintended, off-axis bending forces to the bolt. Note that this report supplements the coding fields in the initial report anda adds additional manufacturer narrative based on investigation findings. This report adds to, but does not replace, any information on the initial report.